Event description:
I bought a fridababy toothbrush for kids (B)(6) years and older. My daughter bit a piece of the yellow plastic free (it's a tear). It's just a soft yellow plastic that covers the hard, white brush. If she bites the whole piece off I could see this easily being a choking hazard. I'm am going to return it to where I bought it. Document number: (B)(4). Report number: 20170626-84665-2147399405.